Manufacturer narrative:
D10. Concomitant products: gia80mtc, cartridge gia80mtc medthk tristp (lot n5c2132uy); gia80mtc, cartridge gia80mtc medthk tristp (lot n5c2132uy); gia80mtc, cartridge gia80mtc medthk tristp (lot n5c2132uy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ileostomy takedown procedure, on the preloaded reload, the device was difficult to fire, as resistance was noted during mid-fire. The knife cut was described as jagged or rough, and the staple line was incomplete in the central part. The blade became stuck on the way back, resulting in traumatic resection and traumatic cutting. Visually some of the staples were poorly formed. These issues also occurred on another cartridge. To address these issues, staple line reinforcement with suturing was performed, the affected area was resected and re-stapled, with a new reload was opened. The procedure time was extended by approximately 10 minutes.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted two loading units, with one loaded into the instrument. The loading units were fully fired, but the knife blades were not fully retracted. There was a fully formed staple on the knife blade of the loading unit not loaded into the instrument. Pushers were protruding above the cartridge surface, proximally and distally on the loading units. It was reported that the device was difficult to fire, the knife cut was jagged, the staple line was incomplete in the central part, and the blade became stuck on the way back. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.